Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in 2008. The lens was explanted six days later, due to excessive vaulting. Subsequently, the patient experienced elevated iop and angle closure. An iridectomy was performed. The lens was exchanged for a shorter lens. The patient's current best-corrected visual acuity is 20/20.